Event description:
Additional information received reported that the components involved in the event were the extension and programmer. The cause of the event was determined and it was not device related. The patient lost weight and the "programmer" was painful. The action taken to resolve the event was reprogramming. The patient recovered without permanent impairment.

Event description:
It was reported in manufacturer's report # 3004209178-2015-04180 that following a device replacement the patient was still having concerns regarding their device or therapy but cannot get appointment with their healthcare provider or manufacturer representative. It was noted cannot get appointment before (B)(6). The patient had used all four program and can get appointment with urologist. The patient needs to have their plan deprogrammed and wanted to know how can she get this done. It was then reported on (B)(6) 2015 that the patient had cystitis and some pain. The patient took pyridium and had some leakage. A problem with the patient programmer was reported. The patient was seeing patient programmer batteries depleted screen. The patient did not have a set of batteries on hand and was going to obtain some and call back. Event date was noted as (B)(6) 2015. The patient also reported uti (urinary tract infection). The patient was able to get a hold of the hcp (healthcare provider) yesterday and began taking pyridium to stop the uti. The patient wanted to check the ins today because she was up every 2 hours at night, in terrible pain when she urinated and continual burning while urinating. This was due to the uti. The patient wanted to increase the ins but could not. The patient confirmed getting the new batteries resolved the reported event from her previous related call. The patient confirmed she increased the stim from 5.55v to 5.60v. The patient will see if this helps her increased frequency at night. See also manufacturer's report # 3004209178-2015-04180. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still getting up 3 or 4 times a night. The patient had stimulation as high as it would go at 6.5v and it was not helping. The patient couldn¿t get into their hcp¿s office until (B)(6). The manufacturer representative would be at the hcp¿s office in 7 days, but they were all booked up. The patient called the manufacturer representative today, left a message about their issues, and requested the manufacturer representative meet with them as soon as possible to get some reprogramming done. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient was no longer able to use their stimulation system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rn4w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).